Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that there was a noisy electrocardiogram and therefore the link electronic module board was replaced and calibrated. Analysis also found that the system fan was noisy and it was replaced. (B)(4).

Event description:
It was reported that the programmer had a noisy electrocardiogram and that several different cables were tried but the situation did not resolve. The programmer was placed into a "restock" location because needed parts were on backorder. The programmer has now been pulled from restock in order to prepare it for use in the field. No patient complications have been reported as a result of this event.